Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) and the charging cable were hot while the device was charging. The charging port was reported to have melted. The pdm had been charging a few hours when the patient noticed it and the charging cable were hot. Patient reported the supplied charging cable was being used to charge the pdm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.